Event description:
Customer reported a hospitalization for high blood glucose levels. She was feeling ill before an infusion set change. After the infusion set change, customer's blood glucose level kept rising. She said she was feeling nauseous, abdominal pains, palpitations, malaise, polydipsia, polyurea, and weakness. Customer called her friend, who is a nurse. The friend said it was diabetic ketoacidosis and came and took customer to the hospital. Customer's blood glucose at the time of admission was 414 mg/dl. Customer was treated with subcutaneous insulin and IV fluids. She was still in the hospital when she called. She said her blood glucose levels continue to be high. Last night, her blood glucose was 375 mg/dl and she treated with a bolus and IV fluids. When trouble shooting, the drive support cap appeared normal. There was no air in the tubing. The device passed the high pressure test. Customer also reported a no delivery alarm, which was cleared with a set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.